Event description:
The customer reported they experienced ma high messages and recalibrated the hvsr. Since they do not have pre opis software, they requested a filament calibration via the particular tab within rus. There are no reports of pt harm or injury.

Manufacturer narrative:
The ge service rep verified intrmittent hi ma condition in film mode. Fluoro dose rates measured to be within specs before and after service. Performed filament calibration. Tested system operation to be reliable.